Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed. The instrument was found to have a broken conductor wire. The conductor wire was broken at the grip-crimp location. As a result, the wire was exposed. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the grim crimp location near the break. Visual inspection found the wire to be exposed. The instrument failed the electrical continuity test. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was loose or broken. The procedure was completed with no reported injury.